Event description:
The event is reported as: the unit will not heat up. The user facility could not provide any additional information regarding the circumstances with the device. The user facility could not provide information as to when the alleged issue occurred and if there was patient involvement.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product concha neptune, serial # (B)(4) was manufactured on 11/19/2007. The DHR investigation did not show issues related to complaint. A document assessment was conducted and no charges were required. The complaint can not be confirmed since the sample was not available for investigation; therefore, it is not possible to determine the root cause for the defect reported anda corrective action for it. Teleflex will continue to monitor and trend relating complaints.